Manufacturer narrative:
(B)(4). This complaint is for a report of a leak found in a supply bag. This complaint was not confirmed and no root cause was determined because the sample was not available for evaluation. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review will not be performed because the lot number is unknown.

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
A home patient (hp) contacted baxter's (B)(4) regarding a check patient line alarm that occurred on the home choice (hc) unit during initial drain. The hp stated he noticed one of the supply bags was leaking. The technical service representative (tsr) instructed the hp to close the transfer set and assisted the hp to end therapy. The tsr advised the hp to start over with new supplies. On (B)(6) 2010 (B)(4) spoke with the hp who clarified that there was no hole in the solution bag. The hp stated the leak was at the connection point between the bag and the cassette. The hp stated the spike was fully inserted into the bag. The hp also confirmed the nurse was notified regarding the event. Both the actual cassette and bag were discarded and no companion samples were available. No patient injury or medical intervention was reported.